Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision wherein the ipg and leads were explanted for unknown reason. No device malfunction was suspected. Patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's ipg had reached end of life.

Event description:
A report was received that the patient underwent a revision wherein the ipg and leads were explanted for unknown reason. No device malfunction was suspected. Patient was doing well postoperatively.